Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with an open surgical wound and secreted serous material. The patients implantable cardioverter defibrillator (ICD) system was extracted approximately thirty-one days post implant due to a pocket infection. It was noted that the device was implanted with a antibacterial absorbable envelope. Cultures were taken and antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.